Manufacturer narrative:
On may 25, 2023, mentor became aware incorrect information was inadvertently submitted in the initial report. The patient underwent bilateral removal without replacements on (B)(6) 2017. Manufacturer¿s reference number: (B)(4), in the initial, b5 event description should have stated the patient underwent bilateral removal without replacements on (B)(6) 2017.

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: wound infection, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old caucasian female patient involved in a study underwent a breast augmentation surgery with implantation of an undisclosed mentor smooth gel breast implant prosthesis. Post-operatively, the patient experienced left breast pain and mastitis. As a result, the patient underwent bilateral removal without replacements on january 01, 2018. However, during the procedure, a ruptured left breast implant was discovered which resulted in a prolonged surgical procedure. There were no patient consequences reported due to the discovery. The date of implantation and event were provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.